Event description:
It was reported that the pump touch screen was cracked and unreadable. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer reverted to an alternate method for insulin delivery.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.